Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred after filling the device with 5-fluorouracil prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 24 july 2025 and 25 july 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (replace b17 with b01, c20 with c13), h11. Correction: d4. H11: the actual device was received for evaluation. Visual inspection noted the bladder was ruptured. The ruptured bladder was examined for signs of abnormality; no signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line, and stressmember. The reported condition was verified. The cause of the condition could not be determined; however, possible root cause for bladder rupture may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. Should additional relevant information become available, a supplemental report will be submitted.